Event description:
It was reported that intermittent altitude alarms occurred. The customer's blood glucose (bg) level was 250 mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.